Manufacturer narrative:
D10: 02-010-04-0240 femoral component cr, porous size 4, l (B)(6) 02-012-45-4050 fit tibial tray cemented size 4f/5t (B)(6) 02-012-47-4009 tibial insert cr size 4, 9mm, neutral (B)(6) 200-02-41 three peg patella, 41mm (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a male patient who had a left tka, underwent revision procedure approximately 9 years 4 months post the initial procedure. Osteolysis was indicated. All implants were removed and the patient was revised to a competitor¿s products. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices were disposed of by the hospital. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. A review of complaint history determined that no further action is required as no trends were identified. The revision reported may have been due to osteolysis, as stated in the experience reported. However, the reason for the osteolysis cannot be determined and the event could not be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, contributions from user or patient related considerations could not be assessed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.